Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging the onetouch ultra test strips were not included with his onetouch ultramini system kit. The medical surveillance specialist (mss) spoke with the pt on (B) (6) 2010 and obtained the following information: the pt corrected and clarified that he managed his diabetes with a combination of diabetes medications. The pt takes metformin, glyburide, 15 units of humalog four times a day, and 50 units of lantus at bedtime. The pt stated he generally tests four times a day with another meter; however, the pt claimed he did not test his blood glucose for several weeks (prior to the alleged issue) because he could not afford a new refill of test strips. The pt indicated he continued with his usual diabetes routine in the meantime. On (B) (6) 2010, the pt stated he received a new prescription for the onetouch ultramini system kit, which he picked up at the pharmacy. The pt alleged that the issue began on (B) (6) 2010. After the alleged issue occurred, the pt stated he continued with his usual diabetes routine. On (B) (6) 2010 at 6am, the pt claimed that as a result of the alleged issue, he experienced blurry vision. Prior to the alleged issue, the pt stated his vision "has always been 20/20". The pt stated the symptom continued on for a week and he had to rely on reading glasses. Replacement products were sent to the pt. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed a symptom that can be associated with a serious injury after the alleged issue began.